Event description:
It was reported the tip of the intracavitary electrode came loose from the guide wire when in contact. It was stated it was detected at the end of the surgery as it was loose and could have migrated into the patient. Facility staff feels as if the device is not assembled well. Additional information received (B)(6) 2022: it was reported ¿when the catheter was implanted, the electrode-fixator came out bent and when checked, it broke and separated from the guide. Another device was tested and the same thing occurred.¿ this report addresses the device used on the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw2395 showed one other similar product complaint(s) from this lot number. The complaints from this lot number (refw2395) have been reported by the same facility in (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. Three 3cg stylets and one 4 fr d/l powerpicc sv catheter were returned for evaluation. An initial visual observation showed a bend approximately 1.2 cm proximal to the distal tip of one of the returned stylets, and the distal tip of another stylet was found to be broken off and missing. No damage was observed on the third returned stylet sample. Use residue was observed throughout the broken stylet sample. Many bends were observed in the distal end of the sample that was missing its distal tip, leading up to the break site. The distal end of the sample in which no breaks or bends were observed was found to be slightly curved. A microscopic observation revealed the break site of the broken stylet sample was uneven with a rough surface texture and plastic deformation with tapering and delamination of the material at the break site. A small amount of use residue was observed on the stylet sample that was found to be bent, but not broken. The bend in this sample as well as the smaller bends observed in the broken stylet sample were found to be between magnet interfaces. The observed fracture features exhibited on one of the returned samples were indicative of severe and/or repetitive stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. Additionally, the cause of the bend/kink was unable to be determined based on the observed evidence. Possible causes of the damaged stylets include advancement and/or retraction of the stylet against resistance and damage during manipulation, handling, or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the tip of the intracavitary electrode came loose from the guide wire when in contact. It was stated it was detected at the end of the surgery as it was loose and could have migrated into the patient. Facility staff feels as if the device is not assembled well. Additional information received 16-feb-22: it was reported ¿when the catheter was implanted, the electrode-fixator came out bent and when checked, it broke and separated from the guide. Another device was tested and the same thing occurred.¿ this report addresses the device used on the patient..

Event description:
It was reported the tip of the intracavitary electrode came loose from the guide wire when in contact. It was stated it was detected at the end of the surgery as it was loose and could have migrated into the patient. Facility staff feels as if the device is not assembled well. Additional information received (B)(6). 2022: it was reported ¿when the catheter was implanted, the electrode-fixator came out bent and when checked, it broke and separated from the guide. Another device was tested and the same thing occurred.¿ this report addresses the device used on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed but the cause is unknown. A series of photographs were returned for evaluation. One of the images showed the magnetic region of a 3cg stylet; the stylet was intact but contained a severe kink. Two of the other pictures were of the 3cg stylet in what appeared to be a clear plastic bag. A fragment of the stylet was detached from the rest of the wire. As per the event description, the wire was noted to be kinked upon removal from the catheter and that it broke after it had been removed. The kink in the wire likely contributed to the break. However, the cause of the initial kink is unknown at this time. Possible contributing factors for the kink and break include advancement/retraction against resistance and/or extension of stylet tip past the distal end of the catheter during insertion. It is unknown if additional unknown factors contributed to this event. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.